Event description:
Initial digoxin result of 3.00 mg/dl was repeated on the same sample and recovered <0.15 mg/dl. Same sample was rerun two additional times, recovering 2.59 mg/dl and 2.73 mg/dl. Erroneous was not reported. The field service rep determined there was a problem with the sample probe and replaced the sample probe. Performance checks were performed and recovered within specs.